Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly to j7/pcb 1. The battery tube connector plugged back into the j7/pcb, monitored and no blank display noted. Pump received with normal operating currents. Pump passed the self test, sleep current measurement and active current measurement test. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's nurse that the customer was admitted in the hospital twice in a week due to high blood glucose. The customer's blood glucose level at the time of the incident was 17 mmol/l. The customer was assisted in troubleshooting for high blood glucose in the hospital. The customer's other blood glucose level was 17.2 mmol/l. The insulin pump will be returned for analysis.